Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that a pt had a problem with her neurostimulator one week after implantation. The pt reported "feeling chest wall" and feeling stimulation in the "wrong location". The pt also reported she felt shooting pains down her leg after the neurostimulator was turned off. It was confirmed that the pt's device had been turned off for approx 24 hours. Additionally, the pt stated that on (B)(6) 2010, she "felt shocking sensation and fell to her knee" while getting out of bed. Device was found to have impedance within normal limits. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.